Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, during patient use, the autopulse platform displayed ua16 ((timeout moving to take-up position) error message upon powering on. Per user, the platform displayed ua16 error message after performing 192 compressions. No known impact or consequence to patient information was available.